Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device implantation, the ventricular lead was unable to be inserted into the header. The port was flushed and the set screw was loosened multiple times. During additional manipulation, the set screw broke. The device was exchanged and a new device was implanted without issue. The patient was in stable condition following the procedure.